Event description:
It was reported that the vascular stent detached from the balloon on a bend of the external iliac artery. The unexpected stent was progressively dilated with small diameter balloons. Another stent was used to complete the procedure.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. No images were returned, the stent remains implanted and the delivery system was discarded at the user facility; therefore, a sample eval could not be performed. The investigation is currently underway.